Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed the full functional test including the displacement test, rewind, prime and seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error alarm noted during testing. Pump error alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. However, unit alarm pump error, during self test due to poor solder joints at ambient light sensor on keypad assembly. Unit received with scratched case, fading serial number and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 59mg/dl at the time of incident. Troubleshooting found that the alarm was unable to be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.